Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. The patient met with a rep and the device was reprogrammed. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient saw their healthcare professional (hcp) and an x-ray was performed on (B)(6) 2019 and said that the implantable neurostimulator (ins) needed to be checked. The caller noted that the patient had been having trouble with the ins. There were no further complications reported or anticipated. Additional information was reported that the patient stated that their stimulation is not working and turned off their therapy. The therapy initiation showed high impedances in electrodes 0, 1, 3, and 6. The leads are at the bottom of t8 and bottom of t10. The rep noted this is not typical placement for low back pain, and they're unsure if the leads were placed like this or if there was a lead migration. The stimulation was successfully mapped and programmed at the time of the report. It is unknown if the issue was resolved and the rep is going to follow up for more information. No further complications were reported. No additional patient symptoms were reported.